Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 3708660, implanted: (B)(6) 2017, product type: extension. Product ID: 3708660, implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the surgeon was explanting the devices and discovered one of the extension was not connected to the ins. The distal end of the extension was exposed in the pocket. The cause was not known. No further complications were reported/anticipated.